Event description:
It was reported that during right hemicolectomy procedure, the device was being placed through an otomy in the ileum and then connected to the colon. The surgeon was using the covidien purse string device. He also oversewed all of the anastomotic staple lines. He waited 30 seconds prior to firing, and checked the donuts and washers. It was also reported that the resident may have fired the device. The device worked as intended. Post operatively, there was bleeding. There were no leaks, just bleeding. The surgeon states they did not feel the device had enough compression while performing the anastomosis. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2012. Information unavailable. The device was not returned.

Event description:
In a conversation with the surgeon, he stated that he uses an end to side anastomosis technique. He feels the advantage of this technique is there are no staple lines that overlap. He states that he closes the device all the way down and waits 30 seconds. Then he will attempt to dial the instrument down further prior to firing. Although no effort to explore the origin of the bleeding, the doctor was fairly certain the bleeding was from the right hemi-colectomy staple line because of the only involvement of the blood supply to the right colon staple line in his right colectomies. Potential coagulopathy in his surgical patients was not the surgeon's concern because blood thinners are usually stopped before the surgeries. He confirmed that the patient did not require a reoperation, but did receive a blood transfusion as a result of the bleeding. There were no further patient complications.

Manufacturer narrative:
(B)(4).